Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that their was a suspected connection issue with the cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead. This resulted in out-of-range/high pacing impedance alerts and the patient receiving multiple inappropriate therapies. Reprogramming was completed and the device and lead currently remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.